Manufacturer narrative:
Evaluation results/conclusion: inherent risk of procedure ¿ (thrombus). (B)(4).

Event description:
An unknown brand medtronic pta balloon was used in the sfa of the left leg, for post-dilation following a dissection which occurred during the use of 4 inch pact admiral paclitaxel-eluting pta balloon catheters. The 4 inch pact admiral balloons were used to treat in-stent restenosis of 4 previously implanted maris peripheral self-expanding stents. It is reported that a thrombus was observed during post dilatation and was treated with a second post dilatation and rotarexthrombectomy. Investigator indicated that the event was possibly related to the device and definitely related to the procedure.